Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned for eval and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was returned to the zoll loaner pool. No trend is associated with reports of this type.